Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, MFR report # 3006705815-2018-00496. It was reported that patient experienced a csf leak during a scs trial procedure on (B)(6) 2018. Patient experienced a headache after the surgery. All symptoms have resolved.

Event description:
Device 1 of 2. MFR report # 3006705815-2018-00496. Additional follow up revealed that patient's symptoms related to csf were resolved without a blood patch.